Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on inter-pca connector j1002aa. The root cause for the corrosion was ingress of an unknown foreign contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.